Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The battery cap reportedly was unable to be removed. There was no indication of damage to the pump or that there was a delivery or power issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/3015. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2015 with the following findings: the battery compartment was found to be cracked along the side at the threads. The returned battery cap threads were found to be stripped and damaged. The battery cap was unable to secure to the pump. A test cap was used to complete investigation. Unrelated to the complaint, the text on the display screen was dim and had a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).